Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the premature ventricular contractions (pvc). The plan is continuing to be monitored. No adverse patient effects were reported.